Event description:
It was reported there was an 'inter-bedside dysfunction'. The infant patient was transferred from the neonatology department to ICU on the x3 between 12-1pm. Upon arrival to the ICU, the x3 was docked on the mx400 monitor. It was reported the patient had a heart attack and was intubated at 12:15pm and then stabilized. The father of the patient was present in the room and alerted the nursing staff. It was also noted ' an alarm would have sounded on the monitor and on the control panel but there would have been no bedside stop'.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating there was an 'inter-bedside dysfunction'. The infant patient was transferred from the neonatology department to ICU on the x3 between 12-1pm. Upon arrival to the ICU, the x3 was docked on the mx400 monitor. It was reported the patient had a heart attack and was intubated at 12:15pm and then stabilized. The father of the patient was present in the room and alerted the nursing staff. It was also noted ' an alarm would have sounded on the monitor and on the control panel but there would have been no bedside stop'. Additional information indicated the alarm was generated at the bedside and central station; however, the staff did not hear the alarm and the father of the patient alerted nursing staff to the condition of the patient. There was no bedside overview from the monitor in the patient room. The patient was stabilized and 'ok' per biomed. Logs were returned for investigation. Based on the information received, the event was life-threatening and required medical intervention.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the alarm issue. The logs were reviewed and showed no signs of malfunction. The logs show that the alarm sound was playing during the corresponding event. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.